Manufacturer narrative:
One stls 23c was returned, decontaminated and investigated. The returned device was in satisfactory condition, no cosmetic abnormalities were observed. The returned device could not be inspected for electrical functioning; the cable connector was cut off. A visual analysis revealed that the cold boot was torn at the tip area, confirming the complaint. However, it could not be confirmed that the boot came off the device; the torn boot was attached to the hinge that connects both boots together and the distal tear at the tip did not show to have missing boot pieces. A closer look at the torn area of the boot showed that the boot may have been shoved back towards the proximal end of the jaw. The boots could potentially get damaged if the jaws of the device are not fully closed during insertion into the cannula. It appears that the boot tore and peeled backwards as the device was inserted through the cannula. It is unclear of how the torn boot happened, and why the end user mentioned that the boot had fallen into the pt, the boot is clearly attached to the hinge/hot boot.

Event description:
The hospital originally reported this complaint as a possible handle failure on (B)(6). The customer has experienced handles splitting apart in the past. A visual inspection on (B)(4) 2011 showed that the failure was not the handle, part of the white silicone tip had broken off. The hospital confirmed that the white silicone tip was inside the pt and it was retrieved. Another stls was opened and the case was continued. No pt information was provided.